Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device status: stent dislodgement. It was reported that the stent dislodged when the sheath was pulled off. There was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. Stent dislodged during the removal of the protective sheath. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria. Stent dislodgement can result if excessive force is applied during the removal of the protective sheath.